Event description:
Alleged the patient positioning monitor deactivated inadvertently and a patient fell. No injuries were reported.

Manufacturer narrative:
The technician investigated and could not duplicate the alleged malfunction.